Event description:
It was reported that during routine inspection of the cardiosave intra-aortic balloon pump (iabp), alarm check was displayed. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 event site name, the full event site name is: (B)(6). A supplemental report will be submitted once the investigation is completed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.